Event description:
A patient reported she was treated on 12/13/96 in the nasolabial folds, glabella, vertical lines above lip, depression in the cheek, and the oral commissures. The patient reported no symptoms at the injection sites. On approximately 3/2/97, she developed a discoid rash and fatigue. On 3/7/97, the physician biopsied the cheek and diagnosed discoid lupus. The physician did not believe the symptoms were related to the collagen. This is being reported as an MDR because it is co's policy to report to FDA all cases of alleged autoimmune disease, regardless of a lack of causal relationship with the device.